Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a signal loss greater than three hours occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of transmitter not found. A root cause could not be determined via the data. The reported issue of pairing failure is reportable based on the finding of signal loss greater than three hours.